Event description:
(B)(6) study. It was reported that pancreatitis occurred. In (B)(6) 2021, the subject was enrolled into the (B)(6) study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was in the right anterior sector (segments v/viii). 1.03 gbq was administered to the liver (ultra-selective) through vial 1 and 1.06 gbq was administered to the liver (ultra-selective) through vial 2. Total dose administered to the liver was 2.09 gbq. In (B)(6) 2021, 30 days post index-procedure, the subject was hospitalized for abdominal pain with increased jaundice. The computed tomography (CT) scan was performed for further evaluation; indicated acute pancreatitis. Cholecystitis and radiation or ischemic cholangitis was noted, suspected to be due to embolization of the biliary arteries following radio embolization. The event was treated medically. Subject was made to fast, was hydrated and treated with acupan eps. The liver function was noted to improve spontaneously and subject no longer complained of pain. Six days later, the subject was discharged and the event was considered resolved.